Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with no insulation breaches evident on the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the lead was unsuccessful because the lead exhibited unstable thresholds, oversensing, and sensing fluctuation. The lead's insulation was damaged and the physician had difficult placing the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.